Event description:
It was reported that, "based on x-ray analysis by the surgeon, he determined that the ceramic liner fractured leaving debris in cup/acetabulum which will require revision in the short term."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.